Event description:
It was reported the customer went to the emergency room for high blood glucose of 384 mg/dl. Customer was treated and released. Customer's current blood glucose was 235 mg/dl. Customer's mother reported prior to emergency room visit the customer's blood glucose kept fluctuating, high then low then high again. Troubleshooting was performed. Customer's symptoms were nausea, vomiting, sick to her stomach, sleepiness, face was flushed, and attitude. Drive support cap appears normal. New set was connected and manual prime was performed insulin did exit. No leaks noted. Settings were correct on the device. Device passed high pressure test. Insulin was fine. Customer's mother stated she was informed that customer could wear the infusion set for four days. As well as, she could connect the set and then disconnect and do the priming. Customer's mother was explained proper process. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.